Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x38mm synergy ii stent was selected to treat the lesion. However, upon removal of the stent protector from the hoop outside the patient, it was noted that the stent struts accordion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.